Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the release latch on the battery drawer was broken. It was also noted that the output connector was broken, the end cap was damaged, the ring cover was damaged and the cover was scratched. (B)(4).

Event description:
It was reported that a button was defective. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.